Event description:
It was reported that an alert 38 motor stall occurred during a supply change, after which the user removed all supplies, performed a successful dry run, replaced the cartridge, connector, and infusion set, and then successfully resumed delivery; the event was associated with a mechanical problem during infusion and replacement supplies were arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor, with mechanical issues identified as the finding. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.